Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic and upon interrogation, the right atrial lead exhibited noise which caused inappropriate auto mode switch episodes. The noise could not be reproduced in-clinic. No intervention was performed and the patient would be monitored.